Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient was admitted for driveline infection with cultures positive. The subject was treated with oral antibiotics during hospital stay, and discharged nineteen days later. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Infection is known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the site that the patient was admitted on (B)(6) 2013 for driveline infection with cultures positive. The subject was treated with oral antibiotics during hospital stay, and discharged on (B)(6) 2013 with prophylactic antibiotics." No additional information available.